Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.